Event description:
Customer reported that a pt was injured during a hair removal treatment. The pt had burns and blisters on the sides of the legs. The burns were treated with antibiotic ointment (otc). According to the physician, full resolution to injury was expected.

Manufacturer narrative:
The device was evaluated by the lumenis service depot. Per the lumenis service depot, there was a spot on the outside of the sapphire tip that could only be removed by scraping. After the spot was removed, there was some discoloration on the sapphire tip that could not be cleaned off, and the tip was replaced. The energy was within specifications, and the cooling system was functioning properly. The foreign material on the sapphire tip appears to be the root cause of the incident. The service depot discussed with the customer the importance of cleaning the sapphire tip regularly and inspecting the tip often for build up of debris.